Event description:
The customer reported a leak in the pilot balloon. The tube was removed, and the pt was recannulated with a new tube.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication, due to the improper iol power initially implanted.

Manufacturer narrative:
The diopter of the intraocular lens measured correct as labeled. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests, it is not manufacturing related.

Manufacturer narrative:
The iol was received and is currently undergoing evaluation by the manufacturer. The information received from the physician reasonably suggests this event is not manufacturing related. The lens met manufacturing specifications prior to release.